Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset instructions, and the customer successfully reset the pump without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue recurs.